Event description:
The customer received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 7.6 inr. Another sample was collected from the patient immediately after the meter measurement and tested in the laboratory using the dade innovin method. The result from the laboratory was 5.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or have medication changed based on the meter result. The patient's warfarin dose was not changed until results from the laboratory testing were received. The patient is currently in good condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient did not have any signs of high inr. The patient did not have any changes in diet, warfarin medication, health, or other medications. The customer stated that there were no concerns with the patient's hematocrit or the patient having lupus or antiphospholipid antibodies. There were no concerns with the patient using other blood thinners or direct thrombin inhibitors. The meter had not been cleaned. The heater plate was clean. The customer did not observe an indicator on the meter which indicates that internal controls passed. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 297792) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The maximum difference between measurements was 4 %. The results alleged by the customer were not observed in the meter¿s patient result memory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.